Event description:
It was reported that during a procedure for ipg replacement, the leads pulled out of space and found that the leads were tangled around the generator, as such both the leads were explanted and replaced, thereby restoring effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.